Event description:
A surgeon reported that a memory lens implanted in a patient's right eye in 1999 has since opacified. Visual acuity reported as 20/60, od at 03/2004 visit. Prognosis is fair and has been referred to retinal specialist for proposed lens exchange. No further information is available at the time of this report.